Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2237762: (B)(4) items manufactured and released on 06-dec-2022. Expiration date: 2027-11-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Other devices involved: gmk-spherika 02.12.0411fl gmk-sphere tibial insert - flex s4l - 11 mm (k140826) lot 2112458: (B)(4)items manufactured and released on 14-oct-2021. Expiration date: 2026-09-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of review. Gmk-spherika 02.12.ka05l gmk spherika femoral component s5l cemented (k211004) lot 2112573: (B)(4) items manufactured and released on 3-nov-2021. Expiration date: 2026-10-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 8 months from the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon revised all medacta hardware and re-implanted permanent components. The surgery was completed successfully.